Manufacturer narrative:
To date, information indicates that this rv lead was subsequently surgically abandoned and replaced. The investigation is considered closed at this time. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead exhibited a probable age-related issue of out-of-range pace impedance measurement greater than 2,500 ohms. There was also noted undersensing and loss of capture. Boston scientific technical services suspected a lead conductor issue. There were no reported adverse patient symptoms associated with this clinical observation.